Event description:
Got mentor breast implants in 2010. Ever since, I¿ve always randomly had stretching feelings on the left side of my chest when breathing started keeping track of symptoms that don¿t go away. On (B)(6) of 2018, (B)(6): tender headed for 2 years at this point, shampooing hair hurts, arms go numb when laying down. On (B)(6): arms numb when laying down, getting cuts easily on skin. On (B)(6): arm numb. On (B)(6): wrist? Fingers aching, especially middle finger. Feet have been aching for few months especially when getting out of bed. On (B)(6): chills all evening /night eyes swollen almost a week. On (B)(6): chills, dry mouth. On (B)(6): eyes still swollen. On (B)(6) : eyes still swollen left boob hurts around nipple. On (B)(6): joints ache, body hurts when getting up, left hip hurts, right shoulder hurts always pops, random quick shock in throat. On (B)(6): shoulders achy, joints feel weak, right hand always curls up when I try to extend, feels like joints are inflamed. Very achy. Eyeball burning, very sore. Random burning sensation in fingernails (for a week now) losing hair, cold sore beginning of (B)(6). Random chills tingling in arms all the time. On (B)(6): chills, right hand still sore esp fingers, swollen eyes/lips. On (B)(6): lips have been so itchy last few days, swollen today right fingers ache, my underarms/body odor is very strong. On (B)(6): eyes still swollen, always stuttering can¿t complete sentences, bad memory. On (B)(6): eyes burn lips itch, right shoulder still ache. (B)(6): still dry - burning eyes, shoulder joints rubbing , right hand aching. Noise/senses sensitivity. On (B)(6): fingers aching? Curling up. On (B)(6): eyes still swollen arms numb, chills sharp stomach pain wake me up. On (B)(6): chills, arms numb. On (B)(6): eyes burning itching hands so sore and aches. Developed dry patch around mouth. (B)(6): hands and fingers (esp nail beds) burn and ache real bad . Eyes burn. On (B)(6): woke up with hands aching the most it ever has. Fingers are hot and tingly, wrist ache. On (B)(6): burning sensation has moved up to elbows. Always nauseous, stomach has been feeling weird for like a week. Stool has been way more runny than usual. Wrist and fingers hurt bad last couple of days . Also my feet itch only at night when lying in bed! On (B)(6): fingers, arms ups to shoulders have burning aching sensation, all day. Eyes burning bad today as well. And back of shoulder. On (B)(6): woke with the tingling and burning sensation from fingertips up to shoulders. Looked outside and eyes would not re focus for minutes. Also sounds affect me weird now, like I can feel it lingering on my body or vibrating through my skin. On (B)(6): eyes still swollen since (B)(6) 2017, wake up with numb feelings up arms/fingers. Hurts to bend left wrist, very tender. Neck so itchy! After shower and hands ache, look so puffy and purple where veins are so dark and blueish. Ears ringing, sharp pains in my scalp. Veins in hands/fingers were so blue when getting out of shower, bottom of thumbs looked swollen and purple. Ear ringing all the time, is that normal, vibrations from my phone last on my body for seconds, like I can feel the sound waves vibrating on me, so weird and scary. Sounds at night are also sharp in my ears, eyes are really sensitive to lights, eyes are splotchy randomly. On (B)(6): ear still ringing. On (B)(6): had to turn off phone notifications and vibrations. Sounds and feeling creates chills on my body. Ear has not stopped ringing! On (B)(6): sharp chest pains all evening, night. Eyes flashing while closes. Hands legs feel very uncomfortable. On (B)(6): sharp pains in chest, feels in sync to heartbeat. Headache (B)(6), ears still ringing, elbows burn. Sharp shooting pain in my boobs, pinching feelings throat. On (B)(6): hungover feeling, fingers hurt so bad, vertigo. On (B)(6): hands, wrist hurt bad. Numbness in ribs, weird feelings. On (B)(6): dry mouth, light headed.